Event description:
The steris surgical table model 5085 rt controller failed with the patient in the tilt position. Engineering replaced the controller during the operative procedure and the surgeon was able to continue safely. The controllers have had to be replaced several times.